Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 with a blood glucose level of 370 mg/dl. Customer had spots on his legs and customer also had swelling, itching, and felt pain. Customer stated that the spots were like a diabetic vein. Customer reported that he gave himself numerous injections but it did not bring his blood glucose level down. Customer stated that his sensor was 100 points lower than his blood glucose reading. Customer was wearing the pump at the time of the hospital visit. Customer mentioned there was a scratch on the lower right quadrant of the screen. Customer stated that the scratch does obstruct the view of the parts of the pump. Customer also had no delivery alarms, a blank display, and a failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, prime or compromised force sensor system alarm test, and excessive no delivery test. All operating currents are within specification. Off/no power alarm functions properly. There was no unexpected no delivery alarm or failed battery test alarm noted. Insulin pump communicated properly with the glucose sensor simulator and the minilink transmitted. There was no weak signal alarm noted. The test value was displayed on the sensor graph screen. Insulin pump also communicated properly with the test blood glucose meter. The test value on the meter was displayed on the pump screen. Insulin pump was also programmed and monitored for two days with no blank display noted. Insulin pump had a minor/deep scratched display window, a scratched reservoir tub window, and a cracked reservoir tube lip.